Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d9, h3 and h6. The field service representative (fsr) found the electronic patient gas system (epgs) to fail calibration upon arrival. The epgs was replaced and release/verification testing passed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 . The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) was powered up and air and oxygen (o2) were introduced. The o2 analyzer calibrated successfully. All testing passed successfully with no faults. The srt replaced the o2 sensor as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.